Event description:
A distributor complaint was reported concerning a pump that could not be connected due to a damaged usb port. There was no reported information regarding any impact on the customer's blood glucose level. The pump is expected to be returned for further examination, and a replacement pump with a new serial number has been provided.